Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts instructed the customer to change the fluid barrier filter and reboot the analyzer but the issue was not resolved and the errors persisted. The customer checked the waste line and vacuum isolator chamber (vic), and identified that the vacuum chamber was full. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed a few drops of fluid in the vacuum pathway and the vic was not draining correctly. The fse reinstalled the tubing after removing the fluid to resolve the vacuum failures. The fse also found that solenoid lv15 was unresponsive. The fse replaced solenoid lv15 to resolve the waste drain issues. The fse ran controls and noticed that the red blood cell (rbc) parameter was recovering low on all control levels. The fse adjusted the rbc calibration factor up to resolve the control issues. Failure mode of the event is attributed to defective solenoid lv15 which restricted the vic chamber drain; the instrument generated vacuum errors to alert the customer of an instrument issue. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a fluid leak of approximately 1 teaspoon from the white blood cell (wbc) bath of the coulter ac*t diff analyzer. The customer reported that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer also reported that the instrument generated reoccurring vacuum failures during the event.